Event description:
It was reported that the device was removed; reason not specified. No pt complications were reported. Additional information received: the prosthesis was "broken".

Manufacturer narrative:
The device was returned for analysis and found to be unsatisfactory. Analysis found that the cylinder rear tip for the rear tip extender attachment is torn around the circumference. The cylinder functions as intended. Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.